Event description:
As reported, the patient had an original exactech tka, then approximately five years post initial tka, the 68 y/o male patient returned to surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled to have a revision tka possible poly swap vs full revision. The patient underwent a tka full revision to a different competitor's device. There were pieces of the poly that were broken off and removed. There was a surgical delayed of greater than 45 minutes due to patient underwent longer than expected surgery when needing to do a full revision. Patient required prolonged hospitalization as a direct result of this issue. However, patient did not experience any adverse events as a result of the surgical delay/prolongation. Images received. The devices are not available for evaluation due to the implant was sent to the lab and legal at the hospital.

Manufacturer narrative:
Section d10: concomitant products: logic cr femoral cem, left, sz 4 (cat#: 02-010-03-0240 / serial#: (B)(6). Lgc tibial fit tray cem sz 4f / 4t (cat#: 02-012-45-4040 / serial#: (B)(6). Inset patella 29mm (cat#: 200-05-29 / serial#: (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The revision reported was likely the result of prosthesis wear leading to implant fracture. Additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.